Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left circumflex artery. The 2.8x19mm graftmaster covered stent failed to cross, due to anatomy, to treat the perforation. Another 2.8x19mm graftmaster was used to successfully complete the procedure. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left circumflex artery. The 2.8x19mm graftmaster covered stent failed to cross, due to anatomy, to treat the perforation. Another 2.8x19mm graftmaster was used to successfully complete the procedure. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.